Event description:
It was reported the biopsy port metal insert was loose and coming out of the housing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ending section exhibited a detached distal end. A definitive root cause could not be identified. Based on the results of the investigation, the biopsy port metal insert is loose and coming out of the housing is due to biopsy port detached. The most probable cause for detached distal end is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.